Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a thr (total hip replacement) procedure that was carried out at (B)(6) hospital in (B)(6), the stem inserter shaft tip broke at the area that clings to the stem. Operating room team couldn't locate the broken part (tip). The customer expresses his concern that the broken part might remain in the patient's body. At this point of time we have not received any post-op xray that supports this concern. The broken inserter will be returned for investigation. The complaint was reported late due to technical issues with the system. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.